Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with staph marginal keratitis in both eyes (ou) eyes at 1 day post-operative exam. The patient had no complaints. Topical steroid dosage was increased. An oral steroid was prescribed, prednisone. There was no loss of best corrected visual acuity (bcva) indicated. Patient reported symptoms are not interfering with daily activities. It was reported patient's symptoms were resolved on (B)(6) 2017.

Manufacturer narrative:
Initially reported device manufacturing date from 1/1/2008 to corrected device manufacturing date 10/31/2007. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.